Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2012 - supplemental information was received from legal. The patient was revised to address progressive pain and lucency at the superior aspect of the acetabular cup. (B)(4). Depuy still considers the investigation closed.

Event description:
Litigation papers allege suffering of pain, swelling, inflammation and damage to surrounding bone and tissue, and partial or complete lack of mobility.